Event description:
It was reported that the patient experienced distal erosion, and infection with an inflatable penile prosthesis (ipp). The patient was reported to have left the device activated for an extended period, and this plus his diabetic condition was suspected to be the cause for the erosion. The ipp was noted to be fully functioning. An explant surgery was performed, and a future revision was noted as expected to be performed at least 3 months after the device was explanted. No more information available at the moment. Should additional information become available, it will be provided.